Event description:
(B)(4)

Manufacturer narrative:
The device was returned to the resmed technical services in (B)(4) and an evaluation was performed. The evaluation was not able to reproduce the customer issue. The evaluation concluded that the device was operating as designed. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).